Event description:
It was reported that the carelink transmission revealed a lead warning. It was also reported that there was low resistance/impedance, the unipolar impedance was higher that the bipolar impedance. The lead was temporarily reprogrammed to unipolar; however, the patient had pocket stimulation so programming was returned to bipolar. Follow-up information obtained indicates that the lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.